Manufacturer narrative:
(B)(4). Pump received with motor stuck not advancing forward when pressing the act button due to moisture damage to the motor slide noted. Unable to verify no delivery alarm or battery last less than expected. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarms. Customer reported that the insulin pump had battery issues. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.